Manufacturer narrative:
Medtronic received additional information that the leaflet fractured while the physician was rotating it using the valve holder. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, medtronic is unable to determine a relationship between the valve and reported clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this mechanical valve, after fully suturing and testing the product, the leaflet fractured. The customer had used a tool to adjust the leaflets to check if the valve functioning was sufficient, prior to the fracture. The device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this mechanical valve, after fully suturing and testing the product, the leaflet fractured. The customer had used the valve holder to adjust the leaflets to check if the valve functioning was sufficient. The device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual inspection revealed that one leaflet was received detached and the other leaflet was intact and attached to the valve. Leaflet motion of the attached leaflet was tested and it was confirmed that the leaflet moved without difficulty. A chip was observed on the flat edge of the attached leaflet, and on the detached leaflet, there were broken pieces along the edges that connect to both hinge mechanisms. The broken pieces were not returned. The fractured leaflet was determined to be the left leaflet. The hinge mechanisms were intact with no evidence of damage or scratches. It was verified that the carbon subassembly rotated normally in the sewing ring. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Prior to release for distribution, each mosaic valve must pass tests to ensure coaptation and leaflet characteristics meet specification, therefore a chip of this size on the leaflet would have been detected. This suggests that the damage to the leaflet would have happened outside of medtronic¿s control. Based on historical findings, the chip may have been caused by contact with a metal tool. Based on the analysis and the reported information, a conclusive cause of the leaflet fractures cannot be determined. There are several potential causes which could cause the leaflet fracture/damage: using the jaw/holder end rather than the rotator end for valve rotation, using other instruments for valve adjustment/rotation or applying excessive force while rotating the valve leaflets. Corrected the manufacturer address. If information is provided in the future, a supplemental report will be issued.